Manufacturer narrative:
Bayer product analysis received and examined the returned syringe assembly, lot number 8400353, and identified the presence of a particulate in the fluid path. The particle was detected in the syringe tip and measured approximately 3.0 mm in length and 3.0 mm in width. The circular nature, jagged edges, and location of the particle are consistent with the syringe tip impacting a hard surface with a thin plastic sheet in between the surfaces. The impact occurred with enough force to compress the syringe tip and puncture the polyethylene sheet, introducing the particulate to the fluid path. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Event description:
A bayer representative reported the following: the customer reported that the tip of the mpat syringe appeared to be crushed. This was noticed when the syringe kit was opened and before use.